Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected their transfer set from the pt line of the homechoice set during a dwell cycle and did not return in time for the following drain cycle. When the hp returned the homechoice machine was alarming. The hp reconnected themself to the setup and attempted to clear the alarm. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the hp's spouse.